Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure two days prior. According to the complainant, approximately six minutes into the procedure, a leak was noted around the catheter. No warning or indication of low pressure from the console. The physician aborted the procedure. The patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.